Event description:
Customer reported the insulin pump shuts off with out warning and it never alarmed low battery. Customer stated that she pushes the esc button and the insulin pump goes into sensor graph. Customer stated the issues occurred a couple of weeks ago. Customer was assisted with turning off sensor feature. Attempted to troubleshoot for blank display but then the device alarmed bad battery alarm. Customer was not sure why the device alarmed. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.